Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg reached end of life. The ipg failed to communicate with external devices. Troubleshooting was unsuccessful. In turn the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post operatively.